Event description:
No osseointegration, patient is smoker, primary stability was achieved, implant was completely covered by bone, immediate implantation, preceding/simultaneous bone augmentation, infection, pain, swelling, fistula, abscess, bleeding, inflammation, mobility. No infection was present at the time of implant placement.